Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. The hpa was evaluated and verified with zoom handpiece, 532nm handpiece and 1064nm. There were no issues with connection and ease of switching spot sizes on the zoom handpiece. After analysis, it was determined that the root cause of this issue is no problem found since the customer's issue could not be replicated. Due to the patient receiving medical intervention, this event is reportable.

Event description:
It was reported that the operator hurt their thumb and hand after installing the handpiece adapter (hpa). Patient received medical intervention in the form of physiotherapy.